Event description:
It was reported that pump battery did not charge and displayed power source alert while customer used tandem charging cable, tandem wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into working outlet for at least 30 minutes, later confirmed that pump began charging after using different charging cable, resolved issue with non-tandem cable and tandem wall adapter, was advised that non-tandem charging supplies were not recommended outside troubleshooting, and was sent replacement tandem charging supplies.